Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds and r-wave amplitude variation on the right ventricular (rv) lead. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient was in stable condition.